Manufacturer narrative:
Details of complaint: on 01/04/2021, the customer reported an hdd failure on a new central nurse's station (cns), displaying an hdd port 2 error. No patient injury was reported. The device was not returned for evaluation. The customer wanted new hard drives to replace the defective ones. Service requested: purchase of replacement hdds. Service performed: troubleshooting. Investigation summary: upon follow up with the customer, it was said that the issue has been resolved. The root cause of this issue is hard drive failure. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, sop07-003. The following fields are not applicable (na) to this report: b2 d4 lot # & expiration date d6a & d6b d7b f1 - f14 g4 device bla number g5 g7 h7 h9 the following fields contain no information (ni), as attempts to obtain information were made, but not provided: a2 - a6 b6 b7 d10 attempt # 1: 01/29/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: 02/01/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 3: 02/02/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Additional information: b4 date of this report e1 address & city g3 date received by manufacturer g6 type of report h2 if follow-up, what type? H6 event problem and evaluation codes h10 additional manufacturer narrative.

Event description:
The customer reported hard drive (hdd) failure on a new central nurse's station (cns), it displays a hard drive (hdd) port 2 error. No patient harm was reported.

Manufacturer narrative:
The customer reported of hard drive (hdd) failure on a new central nurse's station (cns) , it displays a hard drive (hdd) port 2 error. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 01/29/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: 02/01/2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 3: 02/02/2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Event description:
The customer reported of hard drive (hdd) failure on a new central nurse's station (cns) , it displays a hard drive (hdd) port 2 error. No patient harm was reported.